Event description:
During a routine hemodialysis treatment the caregiver experienced an unrecoverable high venous pressure alarm and reported a venous infiltrate. The cartridge circuit clotted, which resulted in a 210cc blood loss. No medical intervention was required.